Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a discrepant extended spectrum beta-lactamase (esbl) phenotype for citrobacter freundii in association with the vitek® 2 ast-n340. An investigation was performed. Identification of the organism was confirmed, and testing included the customer lot (cl 7800418403) and a random lot (rl 7800341103) of ast-n340 cards from cba (cos) subculture. In parallel, the reference method to determine the mechanism of resistance was performed : esbl screening tests with discs combined on mh +/- cloxacillin, confirmed the absence of esbl producing bacteria, but presence of high level cephalosporinase (ampc) . On vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic), the ast-n340 cards gave an "extended spectrum beta-lactamase" phenotype. The esbl customer phenotype was duplicated in-house . Testing the extended cards (ast-n233 + xn05 lots 6330611103/1480526103) for duplication of the false esbl, resulted in the esbl phenotype. According to the aes (advanced expert system) demonstrator kb v7.01, the mic of ceftriaxone (cro) did not match with the expected phenotype "high level cephalosporinase (ampc)." For all cards tested, the vitek 2 cro result was mic </= 1 mg/l s. The reference method, agar dilution (ad), which was the method used for cro development (formulation cro01n) on ast-n340, was performed and the result was cro mic = 4 mg/l r. The vitek 2 cro value is an essential agreement error (gap >1 doubling dilution) with the reference mic. Using the reference cro mic with the aes tool, aes proposed both phenotypes : high level case (ampc) or esbl. The study showed a delay in growth of the strain, as the analysis did not extend enough to see the growth that does occur (vitek 2 v7.01 ast-n340 analysis time : 8 hours). Conclusion : the false esbl phenotype is reproduced in-house. The vitek 2 cro value is an essential agreement error (gap >1 doubling dilution) with the reference mic (ad = 4 mg/l r). The most probable root-cause is related to the growth that occurred later in the incubation cycle than most of c.freundii isolates, leading to an atypical strain.

Event description:
A customer from (B)(6) reported to biomérieux a discrepant phenotype for a male urine sample in association with the vitek® 2 ast-n340. The customer reported that twice the ast-n340 card incorrectly identified a citrobacter freundii as an esbl when the reference lab detected a high level cephalosporinase. The mic values matched between the vitek® 2 results and reference lab results. The customer stated there was a delay of 48 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.